Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing blood glucose (bg) levels in the 300's mg/dl range. Bg level was addressed with manual injections. The customer alleged bg levels were caused by the pump not properly delivering insulin due to suspected software issue. A system check was performed using the current supplies and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bg levels and informed the customer that the system check verified found no issues with the pump. Reportedly, the customer reverted to an alternate pump for insulin therapy.